Event description:
A ventilator was returned to the manufacturer's product investigation laboratory (pil) for service. The device was not in patient use. During the evaluation of the device at the manufacturer's product investigation laboratory (pil), a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. There was evidence of contamination.